Event description:
It was reported to vyaire medical that the avea ventilator has low fio2 (fraction of inspired oxygen). At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
H10: vyaire medical field service representative used other smart gas connection and test out it work. All work performed in accordance with avea service manual revision g. Performed est and performance check, all passed. Vent is operational and meets OEM specs.